Event description:
The pt was diagnosed in 2000 as having a cholesteotoma in the middle ear on the implanted side. Non-surgical treatment was unsuccessful. The cochlear implant was explanted during the cholesteotoma removal surgery. No decisions regarding reimplantation have been made.